Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. A 6f/7f mynxgrip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock closed, and the advancer tube and sealant were observed to have been in the manufacturing position. It was reported that ¿the 6f /7f mynxgrip vascular closure device (vcd) did not deploy properly¿ however, the sealant sleeve was observed remained in its manufacturing position as received, which indicated that the returned device may have not been inserted into the procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The procedural sheath was not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Leak testing could not be performed on the balloon as device lumen was clogged with dried contrast and saline solution. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. A product history record (phr) review of lot f1912601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported event could not be conclusively determined. Procedural or handling factors, such an incomplete engagement of the advancer, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
After further review of additional information received the following device identification, premarket identification, type of report, follow up type, and adverse event problem have been updated accordingly. A review of the manufacturing documentation associated with lot f1912601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f ¿ 7f mynx grip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. The user was trained in the use of the mynx vcd.